Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported a low reading issue with the adc device. The caregiver reported a sensor reading of 'lo' (< 40 mg/dl), and the customer developed symptoms of shaking, cold sweat, vomiting, and dehydration. An emergency doctor was called and the customer treated with glucose. Approximately 30 minutes later, a healthcare meter result of 357 mg/dl was obtained against sensor reading of 'lo' (< 40 mg/dl). The results when plotted on a parkes error grid fall into the "d" zone, showing the difference in values to be clinically significant. The customer was then treated with unspecified infusion for diagnosis of hyperglycemia and unspecified injection for nausea. There was no report of death or permanent injury associated with this event